Event description:
Second degree burn from the middle of my stomach to my back, blisters and scarring. The product was not damaged before the incident. The product was not modified before the incident. Retailer: (B)(6); retailer state: (B)(6); purchase date: (B)(6) 2015; this date is an estimate). Doc #: (B)(6). Report #: (B)(4).